Event description:
The patient reported having abdominal stimulation only. The patient was reprogrammed multiple times and had a lead revision. The revision was unsuccessful. On (B)(6) 2022, the physician decided to explant the system.

Manufacturer narrative:
Section d: 4 - updated model - evoke closed loop stimulator (cls) catalog# 1002 6a - implant date previously reported as (B)(6) 2021 has been corrected to (B)(6)2021. Section g: 1 - updated manufacturer contact from (B)(6). 2 - report source - added health professional MDR report 3012939358-2023-00145 was sent in error as the initial report was sent through the manual system with MDR# .

Event description:
The patient reported having abdominal stimulation only. The patient was reprogrammed multiple times and had a lead revision. The revision was unsuccessful. On (B)(6) 2022, the physician decided to explant the system.